Event description:
It was reported that during an implant procedure the mobile programmer was tested and it was possible to get a marker. The right ventricular (rv) lead was implanted and the mobile programmer was under sensing at a nominal sensitivity of two millivolts (mv), with no markers. The sensitivity was changed to 0.15mv and a low sensing of 1.75mv was obtained, with a pacing impedance of less than 200 ohms. It was suspected that the patient tissue was scarred and the lead was repositioned, the patient cable was changed and the lead was changed. The same under sensing issue was still observed. The mobile programmer was changed for an alternative model programmer to test the lead. The implant was completed successfully. The physician expressed dissatisfaction with the mobile programmer performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of poor connection quality and sensitivity issues were confirmed due to low battery. However, there were no issues with the software application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e; initial reporter g3; (initial aware date = 16-may-2024) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.